Manufacturer narrative:
Power cord ground prong.

Event description:
It was reported by service report that the power cord is missing its ground prong. No pt involvement or adverse consequences reported.